Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer secondary findings like dust/dirt contamination under ui knob, which is cracked and verified the device provides airflow and the heater plate heated. The care orchestrator data shows the patient had a compliance rate of 62.2% and did not use the humidifier during the most recent 90 days of use and minor dust/dirt contamination on the blower impeller and on the sound abatement foam. The manufacturer concludes that there were unable to address the symptoms outlined in the complaint and observed dust/dirt contamination in the entire airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam.